Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was newly implanted with the heartmate 3 left ventricular assist device (lvad) on (B)(6) 2024. The patient's log files were submitted for review due to concerning low flow alarms overnight and a flow value of 0.0 liters per minute (l/min) for 30 minutes. The patient's system controller was exchanged at that point due to concerns of a device malfunction, however no additional medication support or changes in care were done at the time of the event. Once the system controller was exchanged, the flow went back up to 3.4 l/min. The site reported the suspected cause of the no flow was due to something passing through the pump. The patient did not exhibit any symptoms during or after the time of the no flow event. The patient's neurology check was reported to be intact. The patient was then monitored for ongoing concerns and deemed stable. Following initial review of the submitted log files by tech services (ts), it appeared the "new" system controller had estimated flow values of about 3.5 l/min and there were no notable alarm conditions, only routine events. The lvad pump log files were reviewed and it appeared that something likely passed through the pump, which caused the flow to decrease. Following the system controller exchange, it appeared that the pump rotor displacement and noise parameters were stable and in normal range. Following submission of log files from (B)(6) 2024, which were reviewed by tech services, it appeared there were no unusual events recorded in the event history and that the latest pump log file data was stable/in normal range.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was returned for evaluation following the reported event of the patient experiencing low flow alarms. The returned controller operated as intended throughout all testing and was able to support test equipment for an extended period of time without issue. The submitted and downloaded log files from this controller were also reviewed, and there were no alarms or events within the log file that indicated any issues with the controller. The reported event of low flow alarms will be addressed further by the investigation of the pump. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook (rev d) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low flow alarms. The heartmate iii patient handbook (rev d) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.